Manufacturer narrative:
As reported, during shuttle down of a 6f/7f mynxgrip vascular closure device (vcd) to deliver the polyethylene glycol (peg) and removal of the unknown sheath, the advancer tube was not visible. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. A 6f non cordis sheath was used. The femoral, arterial vessel's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user shuttled down completely. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device associated with the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was disengaged from the black handle, while the stopcock was found in the open position with a cordis mynx syringe attached to the device. A non-cordis catheter sheath introducer (csi) was also returned; however, it was received not inserted on the device. The sealant and the advancer tube were present in their manufactured positions. In contrast, the sealant sleeve was observed to be retracted. The balloon did not present any abnormal conditions. No additional anomalies were identified during this visual analysis. Because the shuttle was received disengaged from the black handle, it was re-engaged and retracted to the handle without difficulty. This allowed the sealant and the advancer tube to be deployed without complication per functional analysis. An inflation/deflation test was also performed, and no anomalies related to the reported event were observed. The balloon inflated and deflated as expected, confirming proper functionality. Additionally, the unit was held vertically by the handle while the shuttle remained engaged, and gravity did not promote shuttle disengagement. No abnormalities were identified during this functional evaluation. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors possibly contributed to the issue experienced, such as an incomplete shuttling down of the shuttle (even though the user reported shuttling down completely). According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during shuttle down of a 6/7f mynxgrip vascular closure device (vcd) to deliver the peg and removal of the unknown sheath, the advancer tube was not visible. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. A 6f non cordis sheath was used. The femoral, arterial vessel's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user shuttled down completely. Other procedural details were requested but were not provided. The device will be returned for evaluation.